Event description:
Bed was found in "down" storage area. Hi-lo head drifts down slowly. No patient impact was reported.

Manufacturer narrative:
Technician found the bed in "down" storage area. Found hi-lo head drifts down slowly. Determined the problem to be a faulty emergency trend valve. The emergency trend function still works. Replaced emergency trend valve to resolve this issue.